Event description:
It was reported that the reservoir on the device was leaking from the bottom. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, device evaluation- the device was returned for evaluation. The device was examined; this showed cracking at the enclosure around the fluid tank.the tank was found to leak fluid from this area. The issue was determined related to damage during use.